Event description:
The contact stated the customer's blood glucose was tested using contour and the result was 531 mg/dl. A comparison test was performed with a one touch meter, and the result was 84 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.